Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with failure code 867:10 discovered during service was confirmed. This condition was due to a defective pump head module (phm). The pumphead module was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 867:10, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.